Event description:
Caller reported an error with continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. The customer received instructions for a complete pump reset from technical support, and after performing the reset, the cgm error code did not reappear, allowing the customer to successfully start their sensor session.